Event description:
It was reported that during the implant procedure that there were difficulties with connecting the lead to the ICD. The first time the connection was made, it went all right. The lead; however had to be repositioned and when the lead had to be connected to the ICD again, it was impossible to make the connection. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, the visual inspection revealed a sideways/disengaged setscrew and damage to the grommets.